Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. Per documentation, the patient received a "high" alarm with double arrows up on her device. She dosed herself with insulin based on the inaccurately high cgm reading. The patient did not check a bg at that time. After an undisclosed duration of time, the patient experienced dizziness, disorientation, and aphasia. The patient experienced loss of consciousness and was transported to the emergency department (ed) by ambulance. Emergency medical service (ems) checked the bg which was 34 mg/dl. While in the ed, the patient was treated with unspecified sugar water. She was discharged the following day. At the time of the report, the patient was feeling much better. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.